Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the occlusion alarms. The customer's blood glucose (bg) level was in the 280's mg/dl range at its highest and a correction bolus via the pump was delivered to address the bg level. The customer's current bg level was 141mg/dl as the supplies in use during the occlusion alarms had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.